Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached end of life. Review of the device memory demonstrated that a fault code 01 had occurred three months prior while the patient was in the hospital for an unrelated issue. In addition, four tachy episodes had been generated on the same date as the fault code 01. Stored egrams for that date demonstrated noise resembling electromagnetic interferance. It has been reported that a cat scan was performed on that date, but no MRI was reported. The patient did not report any symptoms.